Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows two pieces of tissue on a table. However, due to tissue on staples line proper/improper form of staples cannot be determined. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device history review: a manufacturing record evaluation was performed for the finished device lot number 869c97, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/05/25 d4: batch #unk the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device gst60b with lot number 869c97; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, it was observed that the staples were not completely closed becoming ¿chewed¿, while the blade only made the cut. A new load was used in the same location to correct the problem. The procedure went smoothly until the end, resulting in the stomach being completely stapled. However, the excluded portion of the stomach remained open. There was no patient consequence nor surgical delay reported. No additional information provided.